Event description:
Customer reported that while preparing an injectable local anaesthetic for a sub tenon block, they drew up 10cc of 0.75% bupivacaine. Upon inspection, they noticed a gray particulate material floating in the syringe. They discarded the initial block and proceeded to prepare a second one. During the preparation of a separate block for a different case, they observed the same gray material floating in the syringe, despite using a different bottle of 0.75% bupivacaine that also had a different lot number. Upon further investigation, they identified that the gray material was originating from the stopper of the bupivacaine bottle during the aspiration process.

Manufacturer narrative:
Due to the unavailability of batch information, the complaint could not be confirmed. Additionally, no trends related to this issue have been identified during our track-and-trend analysis.based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millenniumcontinues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.